Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a urological procedure for incontinence and mesh was used. When the customer removed the product from the box, it was noted that the mesh was torn. Another like device was used to complete the procedure with no adverse patient consequences. No additional information is available.